Event description:
On (B)(6) 2013 patient reported having concerns with the up button on the infusion device. Patient stated that a month ago, the up button cover casing split but he was still able to use the button. Patient reported the button came off completely today; cannot use the up button. No further information available. Patient will switch to backup infusion device. On follow up call on (B)(6) 2013 patient reported the button was audible when pressed but he could only get the button to beep or function if he pressed really hard on it with a pen or other device; was not able to press it hard enough with his finger to get it to work. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications. Result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated. Device was not returned.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.